Manufacturer narrative:
Device passed the displacement test, rewind, a21, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and unexpected restart alarm. It was reported that the insulin pump had no delivery alarm and unexpected restart alarm during fill tubing. The customer was able to clear the alarm and was unable to complete the rewind due to the insulin pump alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.